Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-10508 for the valve stenosis with valve in valve intervention.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 5 months, 3 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presents with stenosis. The patient was brought in to undergo a valve in valve procedure with a 23mm sapien 3 ultra valve. Post successful deployment, there was some residual waste in the valve after initial inflation, and instead of assessing with gradient, the operator decided to post dilate again with the same volume using the commander delivery system, as there could be possible recoil. During post dilation, the commander delivery system balloon ruptured. Upon removal of the delivery system back into the 14 fr esheath+, the delivery system got stuck, and it would appear the fully expandable portion of the esheath+ began to rip from the radiopaque distal tip downward like an 'accordion' (material started folding down). At this point, the delivery system and esheath+ would no longer retract out of the body after numerous manipulations, a pin and pull technique was tried, attempts to advance the system out beyond the sheath and just retract the balloon and delivery system separate were also attempted with no success. At the point to where the balloon and delivery system both got to around the upper femoral head, a cutdown was performed. While performing the cutdown, the surgeon had to cut the balloon and some of the artery to remove everything from the body. The common femoral artery was repaired with a graft. The patient was stable throughout the entire procedure and went home on pod 2.

Manufacturer narrative:
Based on additional information. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for balloon burst and difficulty to withdraw system through esheath were unable to be confirmed as neither the complaint device nor applicable imagery was provided. The complaint description states, 'the patient was brought into undergo a valve in valve procedure. There was some residual waste in the valve after initial inflation, and unseated of assessing with gradient, the operator decided to post dilate again with same volume using the commander delivery system being ruptured'. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume and previous implanted valve.). It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Additionally, the balloon may have interacted with the preexisting valve upon inflation, contributing to a balloon burst. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with the existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient (pre existing valve), and procedural factors (over inflation) may have contributed to the complaint event. As reported, 'upon removal of the delivery system back into the 14 fr esheath+, the delivery system got stuck.' As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.